Event description:
It was reported, when lifting [the patient] from the couch to a scale the breathing tube disconnected; [it was discovered] the connector/nozzle/attachment of the closed suction system broke off and became stuck in the tube, which resulted in an acute incident where the patient could not be properly ventilated. During the emergent incident, a temporary piece was used, the doctor was called and the closed suction was retrieved; it had to be cut in order to connect the new closed suction system to ventilate the patient. There was no reported hurt, harm or injury to the patient.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence which is currently under review; the investigation remains in progress. A review of the device history record is in-progress. All information reasonably known as of 16 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, when lifting [the patient] from the couch to a scale the breathing tube disconnected; [it was discovered] the connector/nozzle/attachment of the closed suction system broke off and became stuck in the tube, which resulted in an acute incident where the patient could not be properly ventilated. During the emergent incident, a temporary piece was used, the doctor was called and the closed suction was retrieved; it had to be cut in order to connect the new closed suction system to ventilate the patient. There was no reported hurt, harm or injury to the patient.